Event description:
Patient's battery was dead so he was having difficulty connecting. Rep got it charged up and got his controller, communicator and recharger paired. The shocks were just increased stimulation when the patient sneezed, rep initiated a closed loop program to reduce overstimulation. Rep met with the patient on 10/31 and showed him how and where to recharge, got everything paired with his equipment and initiated a closed loop group to reduce over stimulation. Issue has been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable device. Patient stated they previously called in to get a new belt and controller, so now they needed assistance setting up their controller. Patient states they have not yet received the new belt. Patient stated on the call that they have "shoulder issues" so it is difficult to hold the communicator directly over their ins. Patient stated they wished the implant was located somewhere else, as they cannot reach it easily. Agent advised patient on how to start setting up the handset, however patient was seeing a screen stating, "no device found" after scanning the code and attempting to connect to the ins. Agent then had patient attempt to recharge their ins, however patient was not able to connect the wireless recharger to the recharger app on their handset. Agent had patient reset the wireless recharger and the handset, however they were still not able to pair them. Agent then advised patient to independently recharge the ins, however patient was not able to place it in the correct position to start a charge session. Patient was redirected to their hcp and an email was sent to manufacturer representatives (reps) to contact the patient. Patient stated on the call that when he uses his stimulator, he feels an electric shock down his legs when he coughs or sneezes.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.